Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend (vse) instrument was not working appropriately. There was an error message of "sealing malfunction. Press arm swap to restore control then remove and reinstall. If issue persist, discard instrument. Incomplete seal." The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed and found to have a loose cable. As a result of the loose grip cable, the instrument failed initialization test and jaws not to open and close properly. There is a moderate number of debris on the jaws. Root cause attributed to component failure. Additionally, the instrument was found to have six 22024 errors (grip torque is outside the expected range on usm3). Error code 22024 (low torque) was seen, indicating that the instrument exhibited low torque during use, which typically results in a sealing malfunction. Initialization test was bypassed and hard grip force test performed. Low torque errors are often caused due to a loose grip cable in the proximal end, which could be due to component failure on account of usage or due to a manufacturing error, where the grip clamping pulley has a loose screw. The instrument was found to have failed during initialization based on both the log review and during in-house testing. The instrument was placed on an in-house system and passed engagement but failed initialization test on 3 out of 3 attempts. In addition, the instrument failed the hard grip force test. The result was 3056227140. The root cause was attributed to a loose grip cable. .